Event description:
While being used to treat a pt, the oscillating piston of the driver could no longer be centered, after having drifted off center, according to the piston centering display on the front panel. The pt was placed on another 3100a without compromise.